Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported m-02 errors on the erbe and is switching to the forcetriad for the procedure. Fse visited the site and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that the failure analysis confirmed m-02 module timeout errors via system logs but could not replicate them during testing. Visual inspection found no issues. The unit energized, cauterized, and recognized all ports and instruments. Error log included c-00, m-0b, and m-02, but no issues were observed during multiple activations. The complaint was confirmed based on failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported to field service engineer (fse) that the erbe generator was having m-02 errors. The customer used a third-party force triad to use for this case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the issue was not identified prior to the procedure but during the procedure with ports placed. The procedure was completed. No patient demographics.